Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image loss occurred during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.